Event description:
It was reported the device became stuck on a guidewire. The target vessel was located in the popliteal artery. A jetstream xc atherectomy catheter was selected for use in a balloon angioplasty procedure to treat arteriosclerosis obliterans in the lower extremity. During the procedure, the jetstream catheter became stuck on a boston scientific thruway guidewire. Both the jetstream catheter and guidewire had to be removed together as one unit from the patient. Outside the patient, the devices could not be separated, and the guidewire fractured inside the catheter after forced separation. A new guidewire and another device of the same model were used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).